Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer disconnected tubing and delivered a bolus and performed troubleshooting to address the issue. Customer reported occlusion alarm did not reoccur. There was no reported adverse impact.